Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, a definitive root cause of the observed insertion tube coating peeling issue could not be determined, however, the issue was likely due to physical stress was applied to the insertion section during user handling causing the coating to peel. The event can be prevented by following the instructions for use (IFU) which states: important information ¿ please read before use warnings and cautions: caution ¿turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor¿. Warnings and cautions: disappeared or frozen endoscopic image: warning ¿follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination¿. 3.8 inspection of the endoscopic system inspection of the endoscopic image ¿confirm that the wli and nbi endoscopic images are normal¿. 5.1 troubleshooting ¿if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿¿. ¿if the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿¿. ¿also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: the biopsy channel is leaking; universal cord has swell and scratch; bending angle does not meet specification; bending section cover or distal sheath rubber adhesive is worn and cracked; due to damage on channel tube, water tightness is lost; due to wear of angle wire, and bending angle in upwards direction does not meet the standard value. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii bronchovideoscope was leaking from the biopsy channel. The issue was found during manual cleaning and leak testing after a diagnostic bronchoscopy procedure. The procedure was completed with the device. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found the coating of the insertion tube was peeled. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.